Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that epoxy was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "glue like substance on needle"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-aug-2023. Investigation summary: it was reported there was a glue-like substance on needle. To aid in the investigation, one thousand three hundred fifty samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. Two hundred samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. The photo provided shows a needle assembly with no plastic shield and an epoxy dip over on the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle. A device history record review was completed for provided material number 305106, lot 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. However, based on the photo sample analysis the symptom reported by the customer is observed.

Event description:
It was reported that epoxy was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter: "glue like substance on needle".